Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was noted that the patient alarm would only work intermittently. The patient was enrolled in merlin.net. No further intervention was performed. The patient is in stable condition.